Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the reporter contacted lifescan (B)(4) alleging the test strip vial has had missing test strips for 14 tears. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting, as the cca was unable to fully perform troubleshooting and confirm the correct contents of the box. There was no indication that the product caused or contributed to an adverse event.